Event description:
It was reported that surgeon revised pt's right knee, a (B)(6) kinematic rotating hinge with a custom distal femoral component. Surgeon took out the axle and bushings and did not have proper components available to complete the case so surgeon installed mrh components in pt and had correct components flown in to complete the case with proper components 6 hours after removal. The reason for the revision was worn out components and pt was experiencing some pain. The original hinge was re-implanted as a new hinge was unavailable.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: krh duration standard bumper, cat #6485-4-100, lot #unk; description: krh duration bushing standard, cat #6485-2-460, lot #unk; description: mrh +over tib bear long xs/xl, cat #6481-2-103, lot #036483a; description: mrh axle, cat #6481-2-120, lot #ctd1083; description: mrhk femoral bushing, cat #6481-2-110, lot #m5t08.